Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A query of the complaint handling database for the reported lot identified no other incidents reported for a dissection with additional therapy/non-surgical treatment. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The additional therapy is thought to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the mid circumflex coronary artery. A 2.75x28mm xience prime stent was deployed without reported issue; however, a distal edge dissection was noted. A 2.75x12mm xience v stent was deployed to cover the dissection. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.